Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed sys error 103 during an infusion in the oncology care area (medication, programmed amount and delivery rate unk). The customer stated there was a 15 minute delay in therapy while they swapped device. It was also reported there was no pt injury.